Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the patient alleged injury. The indication for implantation in this patient was rectocele.